Event description:
It was reported that during a da vinci-assisted surgical procedure, intermittent arcing had been observed during monopolar curved scissors (mcs) firing. The effect level had been reduced from 3 to 2 as the first troubleshooting step, and no further issues had been observed after the adjustment. The procedure had been continued using the same integrated electrosurgical unit (iesu). The procedure was continuing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site but was not able to reproduce the problem. The system was tested and verified as ready for use.